Event description:
The staff alleges that the patient may have lost excess weight during the treatment. The patient pre-weight was 168.5lb, dry weight 167lb, target uf was set to 1.8 liter. The patient had no problems until the end of the treatment. The machines "uf removed" display had changed from .82 to 3.42 during the times of 9:40 to 10:35. Patient had cramping and vomited. Patient was given a total of 1500 ml of normal saline. Patient remained in the unit until 12:48 and left ambulatory.